Event description:
During stent placement, the stent became stuck at the proximal edge and would not move. The physician attempted to remove the system; however, the stent snagged at the lesion force was needed in order to remove it. This caused the sds to become twisted and stretched. A femoral approach was chosen for the procedure. Angiography revealed a 99%, heavily calcified, slightly tortuous lesion in the left anterior descending artery (lad). The lesion was pre-dilation with a 3.0 x 13mm balloon at the target lesion. Then the 3.0 x 18mm cypher stent was inserted into the target lesion, where the stent became stuck. Therefore, the physician tried to retrieve the entire system as recommended, but felt strong resistance. He managed to remove the entire system, but the shaft of the sds was twisted and stretched. The vessel was dilated again with a balloon and a different cypher (3.0/18mm) was implanted at the target lesion. There were no reported pt complications.